Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of sodium bicarbonate and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed for air in line. The nurse reported that the bicarbonate solution effervesces and the device reportedly reads the effervescence as "air in line" and the device alarmed which could not be cleared. The nurse reported that the therapy was resumed after the tubing set, solution container or the device were replaced. No specific details were provided. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.